Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced cot falsely engages into the fastener or cot disengages unexpectedly. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced cot falsely engages into the fastener or cot disengages unexpectedly. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report#: 0001831750-2022-00213 following the completion of an investigation.